Event description:
Additional information received from the patient reported that to resolve the burning, stinging pain at the implantable neurostimulator (ins) site the manufacturer representative (rep) checked to see if the battery was low. The rep also changed the patient's programs. The patient was very pleased with the rep's efforts.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v875159, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient experienced burning, stinging pain at implantable neurostimulator (ins) site. It was reported that patient went to see their pain health care provider and thought her pain could be related to the ins. The patient wanted to make sure the battery was not "leaking or something." It was reported that there were no fall /trauma related to this issue. The patient's symptoms were reported as gradual in nature. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.